Manufacturer narrative:
No product has been returned for evaluation or xray provided to confirm the reported event. "As with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..."

Event description:
On (B)(6) 2017, patient underwent a revision procedure due to adjacent level symptoms. During revision procedure doctor noted s1 level screw fractured and l4 level tulip separated. The s1 screw was left in place; l4 screw was removed and construct was extended with posted pedicle screws.